Event description:
The insert would not snap into the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The results of the evaluation, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.